Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 02-oct-2018. The most recent information was received on 10-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of the first episode of abdominal pain ("abdominal pain (ovarian cysts?)"), menometrorrhagia ("menometrorrhagia"), autoimmune disorder ("possible autoimmune disease"), behcet's syndrome ("behcet disease suspicion or essure complication"), post procedural infection ("infection - first complication after hysterectomy"), post procedural haematoma ("hematoma"), post procedural complication ("second complication post surgery"), the first episode of vulval abscess ("left genital lip abscess (granuloma)"), pyelonephritis ("pyelonephritis") and hyperthyroidism ("tsh: hyperthyroidism, leading to repeated consultations through the following years") in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hernia and automobile accident. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced the first episode of migraine with aura ("persistent ophthalmic migraine"). On (B)(6) 2011, the patient experienced laryngitis ("laryngitis"). On (B)(6) 2011, the patient experienced the first episode of asthenia ("asthenia"). On (B)(6) 2011, the patient experienced gastrointestinal disorder ("colon disease") and conjunctivitis ("conjunctivitis"). On (B)(6) 2012, the patient experienced the first episode of abdominal pain (seriousness criteria medically significant and intervention required) and ovarian cyst ("abdominal pain (possible ovarian cysts)"). On (B)(6) 2012, the patient experienced tonsillitis ("tonsillitis"). On (B)(6) 2012, the patient experienced sinusitis ("sinusitis"). On (B)(6) 2012, the patient experienced the second episode of migraine with aura ("ophthalmic migraine"). On (B)(6) 2013, the patient experienced the first episode of asthma ("asthmatic bronchitis"). On (B)(6) 2013, the patient experienced cough ("coughing fits persistence with overload"). On (B)(6) 2013, the patient experienced rash ("cutaneous eruption") and the second episode of abdominal pain ("abdominal pain (ovarian cysts?)"). On (B)(6) 2013, the patient experienced the third episode of migraine with aura ("ophthalmic migraine") and the first episode of palpitations ("palpitation"). On (B)(6) 2013, the patient experienced the first episode of hypotension ("low blood pressure"). On (B)(6) 2013, the patient experienced dysphagia ("dysphagia") and the first episode of diarrhoea ("diarrhea"). On (B)(6) 2013, the patient experienced the first episode of bronchitis ("bronchitis"). On (B)(6) 2014, the patient experienced costochondritis ("tietze syndrome") and the first episode of gastrooesophageal reflux disease ("gastro esophageal reflux"). On (B)(6) 2014, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), the second episode of asthenia ("asthenia") and malaise ("malaise"). On (B)(6) 2014, the patient experienced hypothyroidism ("hypothyroidism, diagnosed twice due to unbalanced tsh"). On (B)(6) 2014, the patient experienced hyperthyroidism (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced influenza ("influenza"), nausea ("nausea") and vomiting ("vomiting"). On (B)(6) 2015, the patient experienced the second episode of gastrooesophageal reflux disease ("gastro esophageal reflux") and the third episode of abdominal pain ("night abdominal pain"). On (B)(6) 2015, the patient experienced pityriasis rosea ("pityriasis rosea"). On (B)(6) 2016, the patient experienced dyspnoea ("sensation of moderate dyspnea on effort"). On (B)(6) 2016, the patient experienced epicondylitis ("golfer¿s elbow") and pain in extremity ("left hand pain"). On (B)(6) 2017, the patient experienced insomnia ("transient insomnia (stress)") and stress ("transient insomnia (stress)"). On (B)(6) 2017, the patient experienced pyelonephritis (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced neck pain ("neck pain"). On (B)(6) 2017, the patient experienced the first episode of vulval abscess (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced constipation ("constipation"). On (B)(6) 2017, the patient experienced the second episode of diarrhoea ("diarrhea") and the fourth episode of abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced abdominal pain lower ("lower abdominal pain"). On (B)(6) 2018, the patient experienced the second episode of bronchitis ("bronchitis") and the second episode of asthma ("asthma: augmentin"). On (B)(6) 2018, the patient experienced the first episode of drug hypersensitivity ("augmentin allergy"). On (B)(6) 2018, the patient experienced cystitis ("cystitis"). On (B)(6) 2018, the patient experienced the second episode of drug hypersensitivity ("of locet reaction"). On (B)(6) 2018, the patient experienced post procedural infection (seriousness criterion hospitalization) and post procedural haematoma (seriousness criterion hospitalization). On (B)(6) 2018, the patient experienced post procedural complication (seriousness criterion hospitalization) with adnexa uteri cyst. On (B)(6) 2018, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2018, the patient experienced the second episode of palpitations ("palpitations") and the third episode of diarrhoea ("diarrhea"). On (B)(6) 2018, the patient experienced synovial cyst ("tumefaction on back of wrist (bump)/ ultrasound showed synovial cyst on the left hand"). On (B)(6) 2018, the patient experienced the second episode of vulval abscess ("fistula formation right vaginal lip abscess") and vaginal fistula ("fistula formation right vaginal lip abscess"). On (B)(6) 2018, the patient experienced behcet's syndrome (seriousness criterion medically significant) with aphthous ulcer. On (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain relapse (essure complication?)"). On (B)(6) 2018, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2018, the patient experienced arthralgia ("joint pain increased"). On (B)(6) 2018, the patient experienced the second episode of hypotension ("blood pressure at 7"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) and adenomyosis ("adenomyosis"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018 and then from (B)(6) 2018 to (B)(6) 2018. The patient was treated with augmentin, fosfomycin trometamol (monuril), ofloxacin (oflocet), co-trimoxazole (bactrim), cefixime, colchicine (colchicine), acetylsalicylate lysine (kardegic), prednisone, antiinflammatory/antirheumatic products, surgery (total hysterectomy was performed on (B)(6) 2018), surgery (endometrium resection on (B)(6) 2017) and surgery (granuloma resection (abscess) on (B)(6) 2017). Essure was removed on (B)(6) 2018. At the time of the report, the menometrorrhagia, behcet's syndrome, post procedural infection, post procedural haematoma, post procedural complication, pyelonephritis, hyperthyroidism, hypothyroidism, adenomyosis, ovarian cyst, laryngitis, gastrointestinal disorder, conjunctivitis, tonsillitis, sinusitis, the last episode of migraine with aura, cough, rash, dysphagia, costochondritis, the last episode of asthenia, malaise, influenza, nausea, vomiting, the last episode of gastrooesophageal reflux disease, pityriasis rosea, dyspnoea, epicondylitis, pain in extremity, insomnia, stress, neck pain, constipation, the last episode of abdominal pain, abdominal pain lower, the last episode of bronchitis, the last episode of asthma, cystitis, the last episode of drug hypersensitivity, vaginal infection, the last episode of palpitations, the last episode of diarrhoea, the last episode of vulval abscess, vaginal fistula, arthralgia and the last episode of hypotension outcome was unknown and the autoimmune disorder, synovial cyst, pelvic pain and urinary tract infection had not resolved. The reporter provided no causality assessment for abdominal pain lower, adenomyosis, arthralgia, autoimmune disorder, behcet's syndrome, conjunctivitis, constipation, costochondritis, cough, cystitis, dysphagia, dyspnoea, epicondylitis, gastrointestinal disorder, hyperthyroidism, hypothyroidism, influenza, insomnia, laryngitis, malaise, menometrorrhagia, nausea, neck pain, ovarian cyst, pain in extremity, pelvic pain, pityriasis rosea, post procedural complication, post procedural haematoma, post procedural infection, pyelonephritis, rash, sinusitis, stress, synovial cyst, tonsillitis, urinary tract infection, vaginal fistula, vaginal infection, vomiting, the first episode of abdominal pain, the first episode of asthenia, the first episode of asthma, the first episode of bronchitis, the first episode of diarrhoea, the first episode of gastrooesophageal reflux disease, the first episode of hypotension, the first episode of migraine with aura, the first episode of palpitations, the first episode of vulval abscess, the second episode of abdominal pain, the second episode of asthenia, the second episode of bronchitis, the second episode of diarrhoea, the second episode of gastrooesophageal reflux disease, the second episode of hypotension, the second episode of migraine with aura, the second episode of palpitations, the second episode of vulval abscess, the third episode of abdominal pain, the third episode of diarrhoea, the third episode of migraine with aura and the fourth episode of abdominal pain with essure. The reporter considered the first episode of drug hypersensitivity, the second episode of asthma and the second episode of drug hypersensitivity to be unrelated to essure. The reporter commented: after essure insertion, the patient developed several adverse events (ophthalmic migraines, adenomyosis, genital abscess). Actual state of the patient: sick-leave because of possible auto-immune disease. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77 kgs. Blood calcitonin - on (B)(6) 2018: normal blood test - on (B)(6) 2017: not reported; on (B)(6) 2018: not reported; on (B)(6) 2018: abnormal; on (B)(6) 2018: not reported; on (B)(6) 2018: normal blood thyroid stimulating hormone - on (B)(6) 2012: not reported; on (B)(6) 2013: not reported; on (B)(6) 2014: hypothyroidism; on (B)(6) 2014: hyperthyroidism; on (B)(6) 2016: hyperthyroidism; on (B)(6) 2017: normal; on (B)(6) 2017: hyperthyroidism; on (B)(6) 2017: normal; on (B)(6) 2017: hyperthyroidism; on (B)(6) 2018: normal; on (B)(6) 2018: hypothyroidism; on (B)(6) 2018: hypothyroidism; on (B)(6) 2018: normal ultrasound thyroid - on (B)(6) 2018: not reported (B)(6) 2011 - essure position monitoring with CT scan and ultrasound; (B)(6) 2015 ¿ endoscopy; (B)(6) 2018 ¿ ultrasound after pyelonephritis; (B)(6) 2018 ¿ abdominal CT scan: peri ovary collection + effusion in douglas; (B)(6) 2018 ¿ abdominal CT scan: significant and trophic increasing of annexes + cyst; (B)(6) 2018 ¿ vaginal test: infection; (B)(6) 2018 ¿ ultrasound test + CT scan: essure not found; (B)(6) 2018 ¿ ultrasound monitoring: not reported; (B)(6) 2018 ¿ family physician consultation: blood pressure at 7. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 10-oct-2018: quality safety evaluation of ptc. Incident- no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This case was initially received via regulatory authority ((B)(6) on 02-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of the first episode of abdominal pain ("abdominal pain (ovarian cysts?)"), menometrorrhagia ("menometrorrhagia"), autoimmune disorder ("possible autoimmune disease"), behcet's syndrome ("behcet disease suspicion or essure complication"), post procedural infection ("infection - first complication after hysterectomy"), post procedural haematoma ("hematoma"), post procedural complication ("second complication post surgery"), the first episode of vulval abscess ("left genital lip abscess (granuloma)"), pyelonephritis ("pyelonephritis") and hyperthyroidism ("tsh: hyperthyroidism, leading to repeated consultations through the following years") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hernia and automobile accident. On (B)(6)-2011, the patient had essure inserted. On the same day, the patient experienced the first episode of migraine with aura ("persistent ophthalmic migraine"). On (B)(6) 2011, the patient experienced laryngitis ("laryngitis"). On (B)(6) 2011, the patient experienced the first episode of asthenia ("asthenia"). On (B)(6) 2011, the patient experienced gastrointestinal disorder ("colon disease") and conjunctivitis ("conjunctivitis"). On (B)(6) 2012, the patient experienced the first episode of abdominal pain (seriousness criteria medically significant and intervention required) and ovarian cyst ("abdominal pain (possible ovarian cysts)"). On (B)(6) 2012, the patient experienced tonsillitis ("tonsillitis"). On (B)(6) 2012, the patient experienced sinusitis ("sinusitis"). On (B)(6) 2012, the patient experienced the second episode of migraine with aura ("ophthalmic migraine"). On (B)(6) 2013, the patient experienced the first episode of asthma ("asthmatic bronchitis"). On (B)(6) 2013, the patient experienced cough ("coughing fits persistence with overload"). On (B)(6) 2013, the patient experienced rash ("cutaneous eruption") and the second episode of abdominal pain ("abdominal pain (ovarian cysts?)"). On (B)(6) 2013, the patient experienced the third episode of migraine with aura ("ophthalmic migraine") and the first episode of palpitations ("palpitation"). On (B)(6) 2013, the patient experienced the first episode of hypotension ("low blood pressure"). On (B)(6) 2013, the patient experienced dysphagia ("dysphagia") and the first episode of diarrhoea ("diarrhea"). On (B)(6) 2013, the patient experienced the first episode of bronchitis ("bronchitis"). On (B)(6) 2014, the patient experienced costochondritis ("tietze syndrome") and the first episode of gastrooesophageal reflux disease ("gastro esophageal reflux"). On (B)(6) 2014, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), the second episode of asthenia ("asthenia") and malaise ("malaise"). On (B)(6) 2014, the patient experienced hypothyroidism ("hypothyroidism, diagnosed twice due to unbalanced tsh"). On (B)(6) 2014, the patient experienced hyperthyroidism (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced influenza ("influenza"), nausea ("nauseas") and vomiting ("vomiting"). On (B)(6) 2015, the patient experienced the second episode of gastrooesophageal reflux disease ("gastro esophageal reflux") and the third episode of abdominal pain ("night abdominal pain"). On (B)(6) 2015, the patient experienced pityriasis rosea ("pityriasis rosea"). On (B)(6) 2016, the patient experienced dyspnoea ("sensation of moderate dyspnea on effort"). On (B)(6) 2016, the patient experienced epicondylitis ("golfer¿s elbow") and pain in extremity ("left hand pain"). On (B)(6) 2017, the patient experienced insomnia ("transient insomnia (stress)") and stress ("transient insomnia (stress)"). On (B)(6) 2017, the patient experienced pyelonephritis (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced neck pain ("neck pain"). On (B)(6) 2017, the patient experienced the first episode of vulval abscess (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced constipation ("constipation"). On (B)(6) 2017, the patient experienced the second episode of diarrhoea ("diarrhea") and the fourth episode of abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced abdominal pain lower ("lower abdominal pain"). On (B)(6) 2018, the patient experienced the second episode of bronchitis ("bronchitis") and the second episode of asthma ("asthma: augmentin"). On (B)(6) 2018, the patient experienced the first episode of drug hypersensitivity ("augmentin allergy"). On (B)(6) 2018, the patient experienced cystitis ("cystitis"). On (B)(6) 2018, the patient experienced the second episode of drug hypersensitivity ("oflocet reaction"). On (B)(6) 2018, the patient experienced post procedural infection (seriousness criterion hospitalization) and post procedural haematoma (seriousness criterion hospitalization). On (B)(6) 2018, the patient experienced post procedural complication (seriousness criterion hospitalization) with adnexa uteri cyst. On (B)(6) 2018, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2018, the patient experienced the second episode of palpitations ("palpitations") and the third episode of diarrhoea ("diarrhea"). On (B)(6) 2018, the patient experienced synovial cyst ("tumefaction on back of wrist (bump)/ ultrasound showed synovial cyst on the left hand"). On (B)(6) 2018, the patient experienced the second episode of vulval abscess ("fistula formation right vaginal lip abscess") and vaginal fistula ("fistula formation right vaginal lip abscess"). On (B)(6) 2018, the patient experienced behcet's syndrome (seriousness criterion medically significant) with aphthous ulcer. On (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain relapse (essure complication?)"). On (B)(6) 2018, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2018, the patient experienced arthralgia ("joint pain increased"). On (B)(6) 2018, the patient experienced the second episode of hypotension ("blood pressure at 7"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) and adenomyosis ("adenomyosis"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018 and then from (B)(6) 2018 to (B)(6) 2018. The patient was treated with augmentin, fosfomycin trometamol (monuril), ofloxacin (oflocet), co-trimoxazole (bactrim), cefixime, colchicine (colchicin), acetylsalicylate lysine (kardegic), prednisone, antiinflammatory/antirheumatic products, surgery (total hysterectomy was performed on (B)(6) 2018), surgery (endometrium resection on (B)(6) 2017) and surgery (granuloma resection (abscess) on (B)(6) 2017). Essure was removed on (B)(6) 2018. At the time of the report, the menometrorrhagia, behcet's syndrome, post procedural infection, post procedural haematoma, post procedural complication, pyelonephritis, hyperthyroidism, hypothyroidism, adenomyosis, ovarian cyst, laryngitis, gastrointestinal disorder, conjunctivitis, tonsillitis, sinusitis, the last episode of migraine with aura, cough, rash, dysphagia, costochondritis, the last episode of asthenia, malaise, influenza, nausea, vomiting, the last episode of gastrooesophageal reflux disease, pityriasis rosea, dyspnoea, epicondylitis, pain in extremity, insomnia, stress, neck pain, constipation, the last episode of abdominal pain, abdominal pain lower, the last episode of bronchitis, the last episode of asthma, cystitis, the last episode of drug hypersensitivity, vaginal infection, the last episode of palpitations, the last episode of diarrhoea, the last episode of vulval abscess, vaginal fistula, arthralgia and the last episode of hypotension outcome was unknown and the autoimmune disorder, synovial cyst, pelvic pain and urinary tract infection had not resolved. The reporter provided no causality assessment for abdominal pain lower, adenomyosis, arthralgia, autoimmune disorder, behcet's syndrome, conjunctivitis, constipation, costochondritis, cough, cystitis, dysphagia, dyspnoea, epicondylitis, gastrointestinal disorder, hyperthyroidism, hypothyroidism, influenza, insomnia, laryngitis, malaise, menometrorrhagia, nausea, neck pain, ovarian cyst, pain in extremity, pelvic pain, pityriasis rosea, post procedural complication, post procedural haematoma, post procedural infection, pyelonephritis, rash, sinusitis, stress, synovial cyst, tonsillitis, urinary tract infection, vaginal fistula, vaginal infection, vomiting, the first episode of abdominal pain, the first episode of asthenia, the first episode of asthma, the first episode of bronchitis, the first episode of diarrhoea, the first episode of gastrooesophageal reflux disease, the first episode of hypotension, the first episode of migraine with aura, the first episode of palpitations, the first episode of vulval abscess, the second episode of abdominal pain, the second episode of asthenia, the second episode of bronchitis, the second episode of diarrhoea, the second episode of gastrooesophageal reflux disease, the second episode of hypotension, the second episode of migraine with aura, the second episode of palpitations, the second episode of vulval abscess, the third episode of abdominal pain, the third episode of diarrhoea, the third episode of migraine with aura and the fourth episode of abdominal pain with essure. The reporter considered the first episode of drug hypersensitivity, the second episode of asthma and the second episode of drug hypersensitivity to be unrelated to essure. The reporter commented: after essure insertion, the patient developed several adverse events (ophthalmic migraines, adenomyosis, genital abscess). Actual state of the patient: sick-leave because of possible auto-immune disease. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Blood calcitonin - on (B)(6) 2018: normal blood test - on (B)(6) 2017: not reported; on (B)(6) 2018: not reported; on (B)(6) 2018: abnormal; on (B)(6) 2018: not reported; on (B)(6) 2018: normal blood thyroid stimulating hormone - on (B)(6) 2012: not reported; on (B)(6) 2013: not reported; on (B)(6) 2014: hypothyroidism; on (B)(6) 2014: hyperthyroidism; on (B)(6) 2016: hyperthyroidism; on (B)(6) 2017: normal; on (B)(6) 2017: hyperthyroidism; on (B)(6) 2017: normal; on (B)(6) 2017: hyperthyroidism; on (B)(6) 2018: normal; on (B)(6) 2018: hypothyroidism; on (B)(6) 2018: hypothyroidism; on (B)(6) 2018: normal. Ultrasound thyroid - on 8-jan-2018: not reported . (B)(6) 2011 - essure position monitoring with CT scan and ultrasound; (B)(6) 2015 ¿ endoscopy; (B)(6) 2018 ¿ ultrasound after pyelonephritis; (B)(6) 2018 ¿ abdominal CT scan: peri ovary collection + effusion in douglas. (B)(6) 2018 ¿ abdominal CT scan: significant and trophic increasing of annexes + cyst (B)(6) 2018 ¿ vaginal test: infection; (B)(6) 2018 ¿ ultrasound test + CT scan: essure not found; (B)(6) 2018 ¿ ultrasound monitoring: not reported; (B)(6) 2018 ¿ family physician consultation: blood pressure at 7. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.